Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the device would not covert food into carbs, it would convert it into grams. Customer's blood glucose was 46 mg/dl. Customer entered the wrong amount of carbs. Customer declined troubleshooting for low blood glucose. Customer declined troubleshooting for low blood glucose. Customer will not be returning the device for analysis.